Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient did not require hospitalization. The patient was treated with injection reflin (500mg, route, frequency, and duration not reported), injection amikacin (25mg, route, frequency, and duration not reported), and injection heparin (dose, route, frequency, and duration not reported) for the peritonitis. Antibiotic treatment was reported to be ongoing. It was not specified if the patient was recovering from the peritonitis. Action taken with therapy was not reported. Additional information was requested but is not available at this time. This is report 1 of 3.